Event description:
It was reported that technical services (ts) was reached out to for a review of the patient's electrocardiogram (egm) of this pacemaker. Upon review, lead abrasion was suspected. Cross-talk oversensing on the rv channel was observed, which resulted in pacing inhibition and asystole greater than 2 seconds. Additionally, cross-talk oversensing was also seen on the right atrial channel, which led to inappropriate atrial tachycardia response (atr) episodes. The patient appears to be dependent. Ts recommended bringing the patient for further evaluation. Subsequently, underwent a procedure this non-boston scientific right ventricular lead was surgically abandoned and replaced. However, the pacemaker remains in service. No additional adverse patient effects were reported.